Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 43.3-43.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. The outer coil was exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that noise was observed on the lead. The patient was asymptomatic. The lead was explanted and replaced with a competitor lead with no complications.